Event description:
This is filed to report the clip becoming entrapped in the anatomy, having gripper actuation issues, and requiring intervention. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. A xtw clip was attempted to be positioned on the valve but encountered interference between the gripper and posterior leaflet flail as well as between the clip and chordae. Grasping was completed but during capturing with the grippers, the posterior gripper did not lower. It was observed to be stuck on the posterior leaflet. Standard troubleshooting was attempted to free the gripper from the leaflet and clip from the chordae. The gripper was able to be freed from the leaflet however, the clip remained stuck in the chordae. The clip was able to access the valve so grasping and capturing were completed again, and the clip was implanted successfully while still entangled in the chordae. A second xtw clip was also implanted successfully, reducing mr to grade 1-2. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints reported from the lot. All available information was investigated, and a cause for the difficult or delayed positioning associated with encountering interference between the gripper and posterior leaflet flail as well as between the clip and chordae and entrapment of device associated with the clip becoming entangled with the anatomy resulting in single gripper actuation issue cannot be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Na.